Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the pacemaker and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. It was reported that a reprogramming of the pacemaker, particularly of the sensing parameters solved the problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 70 months, it was reported that the patient presented to the clinic with dizziness. A 24 hours control was performed and oversensing and an intermittent loss of capture were reported. The product is currently still implanted. Apart from the dizziness, no further adverse patient side effects have been reported.